Event description:
It was reported that an auto-off alarm occurred. Reportedly, customer went to the emergency room (ER) due to a blood glucose (bg) level of 500 mg/dl. Customer was treated with intravenous fluids of saline, insulin, and potassium to address the elevated bg. Customer was discharged the following day with the issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.